Event description:
A company representative reported that a yukon polyaxial screw fractured intra-operatively. It was further reported that the fractured component remained in the c6 pedicle and that an additional screw was inserted in the lateral mass on the same level. The procedure was completed successfully with a 30-minute surgical delay.